Manufacturer narrative:
Event site postal code:(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), resistance was encountered when passing through the hemostatic valve part of the sheath. Additionally, a kink occurred in the inner lumen and on the catheter tubing. The facility staff finished the insertion, connected the iab to the intra-aortic balloon pump (iabp) and began pumping. "Iab optical sensor failure" and "iab catheter inspection required" alarms were then generated. The iab was replaced using another company's 8fr sheath and therapy was provided. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) this event occurred on the japanese market with a transray 34cc iab, which is a significantly similar device to sensation 34cc, which is sold in the us. For d4: di number has been used for sensation 34cc or (B)(4), which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA. Reference complaint # (B)(4).

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). This event is occurred in the japanese market with a transray or 34 cc iab, which is a significantly similar device to sensation 34 cc which is sold in the us. For d4: di number has been used for sensation 34 cc (B)(4), which is sold in USA. Provided d4 lot number, d4 expiration date , h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA.

Event description:
N/a